Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Tandem clinical diabetes specialist did not believe the customer was using the pump at the time; however, this was not confirmed with the customer.